Event description:
Implant date: 1990. Patient complained of pain and numbness. Some of the components were explanted in 1991 at which time it was found a screw had "protruded," and fusion was intact. In 1991 remaining components were explanted.